Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller stated that the patient called them and complained about heating of the battery in the pocket that is not charging related. Caller did not know when the issue started or when it occurred. The caller was not with the patient at the time of the call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, agent and caller reviewed options/considerations around the pt's concern. Rep called back to further consult on patient's sensation at pocket site. Rep indicated that patient didn't feel sensation for the 3 days that therapy was turned off., however when therapy was on, sensation at pocket is at random, rather than constant. Technical services(ts) reviewed with rep that if there is a pocket/fluid short then sensation would be more consistent when therapy is on. Reviewed palpating the pocket with therapy off to see if sensation was noted during palpation. Also discuss running impedance to check system integrity.

Event description:
Additional information was received from manufacturer representative (rep) who reported that the cause of the heating was not determined. They reported the patient would like to have the device removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.